Manufacturer narrative:
Updated field: b4, d8, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. It was reported that before being swapped for an arrow unit during a flight transport, the cardiosave intra-aortic balloon pump (iabp) touch screen was not functioning. There was no patient usage.a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse identified error code 63 in the logs. The fse replaced the video generator pcb (0670-00-1182) per the service manual. The fse also stripped a screw when tightening them. As a result, the fse replaced the slide handle assembly (0997-00-0587). The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.the failure analysis and testing department received the following part associated with this complaint: pn: 0670-00-1182 rev.e, sn:(B)(6) video gen. Board this part was received with a reported unit failure message of touchscreen not functioning. Performed visual inspection of this part received and part looks to be in good condition. Installed video gen. Board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision f and cardiosave service manual pn 0070-00-0639 revision r.performed all functional tests and passed. The fat dept. Could not verify the failure message of touchscreen not functioning. Video gen board passed testing. Retaining this board in the fat dept. Per procedure 0002-07-d008 rev as. The fse stripped a screw while repairing the unit. The issue was resolved by replacing the damaged part. The part is not available for return. Therefore, no root cause evaluation can be performed.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before being swapped for arrow unit during flight transport, the cardiosave intra-aortic balloon pump (iabp) touch screen not functioning and handle not retracting. There was no patient usage.